Event description:
The customer reported to olympus, the gastrointestinal videoscope had leakage from the bending section rubber. The issue was found during reprocessing. Inspection and testing of the returned device found foreign objects inside the connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was lost due to a pinhole on the instrument channel tube and the bending section rubber, watertightness was lost due to a cut on the bending section rubber, the nozzle was shaved, the adhesive on the bending section rubber was detached, the connecting tube was discolored, the connecting tube had a dent, the suction cylinder was shaved, the universal cord was scratched, the angulation was out of specifications, the angulation had play, the water removal was out of standard due to clogging of the nozzle, and the light guide bundle had breakage. Dirt was found on the connecting tube and the distal end cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be nov 18, 2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the user stopped reprocessing of the device due to detection of leak, dirt may have remained on the surface of the device. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.